Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was pt states since they've had their current implant, they have been getting kidney infections and trouble with bad uti's. Pt also states the program they've been on they somewhat feel stim down their leg and at their panty line. Pt states they don't believe they are getting 50% reduction in symptoms or more. Pt inquired if they need to have reprogramming done. Pt services reviewed option to change program if doctor approves. Pt services walked pt through how to do this on the call and pt continued to feel stim down their leg. Pt services reviewed pt wants to feel stim in the bike seat area. Pt ended up finding a program that they felt stim in the buttock area and chose to leave it there. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Pt services also reviewed the role of the rep vs the doctor.